Manufacturer narrative:
Exemption number: e2014018. Investigation: a functional and visual test of the instrument was made. The instrument was completely seized and blockaded and several defects were found. The welding seam of one of the junction pins is broken. The sliding guide of the grippers were also investigation and it was found that the grippers on both sides are out of alignment (uneven gaps). A crack in the proximal end of one of the gripper was found. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this error pattern at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: the damages and the seizing of the mechanism as well as the broken welding seam and the broken gripper are a hint for unusually extreme loads and forces and forces which are unusual during a normal usage. A material defect or a manufacturing error can be excluded. No CAPA necessary. Associated medwatches: 9610612-2019-00061; 9610612-2019-00062; 9610612-2019-00104.

Event description:
It was reported that there was a problem with the intraoperative instruments. While using the rod persuader and downtube, the instruments seized and jammed. There was no harm to the patient.